Event description:
Customer reported to beckman coulter, inc. (Bec) that there was an isoton and blood leak at the secondary probe of the coulter lh 500 hematology analyzer. Customer reported that patient results were not affected. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) assisted the customer in troubleshooting the instrument via telephone. Customer was able to identify that the vacuum port had been clogged on the probe wipe. To date, customer has not reported any recurrence of the leak.

Manufacturer narrative:
Bec identifier for this complaint is (B)(4).